Manufacturer narrative:
The patient was born in 1968. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in a recurrent peritonitis and was hospitalized on the same day as onset of the event. The breach was further described as a change in caregiver. On an unreported date, the patient was treated with unspecified antibiotics for the recurrent peritonitis event. Six days after the onset, antibiotic treatment was discontinued and the patient was switched to hemodialysis. The patient had not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available. .